Event description:
It was reported that a motor error alarm was received on the customer's insulin pump while attempting to deliver a bolus. The customer's blood glucose level was 172 mg/dl. She was advised to discontinue use of her insulin pump and to revert to a back-up plan. Additionally, it was stated that no reservoir alarm occurred during a rewind and prime process. The customer was already disconnected from the insulin pump at that point. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during bolus delivery. The no reservoir motor error could not be confirmed due to the history file having been erased. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with a cracked case at display window corner, a scratched lcd window, and a missing end cap sticker. The no reservoir alarm feature is working properly.